Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from bench repair reporting the power cord on a v60 ventilator does not meet the established electrical safety values during testing. The device was not in clinical use. There was no report of harm. Investigation ongoing / resolution pending.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17716.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and determined in order to resolve the issue, the power cord required replacement. The device presented multiple issues, which are addressed in separate project records (pr). The repair for this unit cannot be conducted at this time due to a back-order status of a part needed for correction. The pse determined the device required the replacement of a motor control (mc) pcba (pr 2665322) for an unrelated malfunction, which is currently backordered. While some parts are available, repair will not be completed until all parts are available. When all parts become available the repairs will be conducted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened h11: updated contact information, contact office entity, and manufacturing site.